Event description:
The patient has a history of leg pain, hypertension and is a diabetic. The physician was using a protege everflex self-expanding stent to treat a lesion in the mid left common iliac artery. Artery diameter: 7 mm x 80 mm. The lesion was calcified. The device was inspected and prepped prior to use with no issues noted and was used with a 8f sheath and a 0.035" terumo guidewire. The guidewire was inspected prior to use with no issues noted. The vessel was pre-dilated. Resistance was noted advancing the protege over the guide wire. During attempted deployment the stent got stuck to the guide wire and could not be deployed. When the stent was removed from the patient the stent was partially deployed. The device was removed with little difficulty. Another protege was used to complete the procedure. No patient injury reported for this event.

Manufacturer narrative:
Evaluation summary: the proximal deployment paddle has been pulled to the point that the stainless steel hypotube has been fully exposed distal to the paddle. A portion of the inner guidewire lumen has been exposed. The safety locking knob has been broken off from the sds manifold lock housing. The distal tip of the sds does not extend beyond the distal end of the outer sheath. The distal tip assembly and stent were fully pulled into the outer sheath of the sds, the distal tip of the distal assembly tip was pulled approximately 100mm proximal of the distal end of the outer sheath. The distal tip of the stent is pulled approximately 118mm proximal to the distal end of the outer sheath. The 8f sheath used is compatible with the sds and the 0.035¿ guidewire is also compatible with the sds (0.035¿ per label claim). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.